Manufacturer narrative:
Device evaluation results: one cadd ms3 pump was returned in good condition. The customer reported product problem (lost programming) was verified. During testing and inspection, the pump was found to have lost programming because it had either been reset or the battery had died. The pump is unable to retain the programming beyond two days after this happens. This is specified in the operator manual. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A user issue was identified as the root cause of the product problem.

Event description:
It was reported that the programming on the pump was lost. No patient injury or complications were reported in relation to this event.